Event description:
During a procedure, it was discovered that the head of a helical blade coupling screw had broken off. The procedure was continued and a 3.5mm hexagonal screwdriver was used to disengage the screw. All parts were removed and the procedure was completed successfully.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. Review of the device history records showed that there were no issues that would contribute to this complaint condition. The supplier's certifications indicate the correct material was used and correct hardness values were obtained. The helical blade coupling screw was returned with the knob broken off. There were axial scratches throughout the shaft indicating use. The threaded tip had dents on the threads. The break was at the tangency point of the 15mm shoulder and the 6.1mm shaft. This was not near the welded area and therefore the knob was not in question. The latest specification was used to evaluate the complaint product. The returned complaint product was measured and found to be within specification. This complaint is invalid from a manufacturing standpoint.